Event description:
The initial reporter stated that the pump was stopping without alarming. They did not say what alarm was expected. Mmd did not follow up with the initial reporter because at the time of the complaint they stated that they had no further information. No adverse effects to the patient were reported. Complaint-(B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.